Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). Investigation results: a piece of a broken fiber from flexiva ID 200 laser fiber was returned. The piece measured approximately 84.3 cm from the top of the connector to the break. The remainder of the fiber was not returned. Visual inspection of the returned fiber noted burn marks on the fiber jacketin, likely as a result of the fiber break occurring during use, resulting in a misfire. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and device met all manufacturing specifications.

Event description:
A flexiva ID 200 laser fiber was returned to boston scientific corporation on july 5, 2019. Per results of the investigation, the laser fiber was broken with evidence of misfire.